Event description:
It was reported that during an interventional procedure in an eccentric, mildly calcified lesion in the mid left anterior descending artery, the voyager nc 2.75 x 12 mm device was advanced. The voyager nc balloon could not be fully inflated. Angiography showed that there was a leak of the contrast. The device was removed and another voyager nc balloon was advanced. The second voyager nc balloon could not be fully inflated. Angiography showed that there was a leak of the contrast. The device was removed and a third voyager nc balloon was advanced so that the procedure could be completed successfully. There was no clinically significant delay in the procedure or adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional voyager nc 2.75 x 12mm is being filed under a separate manufacturer report number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual inspection, functional testing, and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.